Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that all buttons were stacked. The customer blood glucose level was 167 mg/dl. The customer was assisted with troubleshooting. Customer did not recall any event leading to the reported issue. Customer states the time was observed for one minute and the time was advancing. Customer was advised to disconnect from the pump and revert to back up plan. The device will be returned for analysis.